Event description:
It was reported that the asymptomatic patient was presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. Reprogramming recommendations were made and the device remains implanted.

Event description:
New information received notes that the patient presented to clinic with another instance of post-paced t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.